Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screw connection is leaking on the helium valve.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units screw connection is leaking on the helium valve. There was no patient involvement.